Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event. It was further reported that the patient presented with a severely calcified lesion, which was identified as a significant contributing factor to the event. Patient factors, specifically the severity of the calcification, played a role in the occurrence of the event. However, procedural factors were not considered to have contributed to the reported issue.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the vessel below the knee. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the first inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.